Event description:
This event was reported as the patient suffered from apnea since implant. In january 2002, a thrombus on one of the leaflets was diagnosed. The thrombus was isolated and sent to local pathology to check for possible infection. No further information was provided.